Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and act button dome switches. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via telephone call that the act button was unresponsive. The customer did not know the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.